Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cut located at the heat seal bead of the patient line. The reported condition was verified. The cause of the condition is due to an automated assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked due to a cut close to the patient connection. It was further reported the bed was full of peritoneal dialysis (pd) solution. This occurred during use of the device for pd therapy. The patient stated they did not use scissors when opening the boxes or packages. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.